Manufacturer narrative:
The insulin pump was received with scramble display lines on lcd glass after pressing buttons due to cold solder joint lcd board. Blood glucose communication or keypad anomalies were not verified due to scramble display. The device had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer went to check his blood glucose level and the pump is blank. Customer stated that he sees the time, the reservoir chamber, and the battery indicator. Customer stated that when he tests his blood glucose level with the meter, it isn't going to the pump. Customer stated that he doesn't use the pump anymore except for calculating how much he should see. Customer stated that when he pushes the buttons, nothing happens. Customer stated that he sees two black lines that run down the screen. Customer's blood glucose level is 233 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.